Manufacturer narrative:
On 29 february 2024, during a check, we have found two errors in the initial MDR report (MDR 2023-00841): labeled for single use?: it is written "yes" but it has to be "no". Usage of device: it is written "initial use" but it has to be "reuse".

Manufacturer narrative:
Batch review performed on 03-october-2023. Lot 2252515: (B)(4) manufactured and released on 18-oct-2022. No anomalies found related to the problem. To date, three other similar events have been reported on the same lot during the period of review. Visual inspection performed by r&d project manager: from the information available and the device received, it is possible that there was a suboptimal preparation of the bone for the screw insertion (no tapping for the entire lenght of the screw was performed) that caused the tip's breakage.

Event description:
During a nextar case, while inserting s2ai screw (10x100mm), the tip of nextar spine must screwdriver - short broke. No screw was inserted in s2ai and the surgery was completed successfully. Tapping was performed using references 03.51.10.0438 -> 03.51.10.0439 -> 03.51.10.0440. All fragments were removed. Delay time 30 min. Total surgery time 7h. The delay was due to the time necessary to retrieve the fragments of the tip of screwdriver.